Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 456 mg/dl. The customer treated with cortisone shot and increased basal rates. Customer's blood glucose value was 432 mg/dl at the time of the call. Customer did not contact their healthcare professional. Customer declined to troubleshoot for high readings. The product was not returned for analysis.